Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant low triage troponin I (tni) result vs. Lab analyzer. Customer observed a discrepant low troponin I result with the triage cardiac panel when compared to the lab analyzer. There is no information on the original clinical presentation of the patient. It was noted that the patient was not treated based upon the triage result. Patient's diagnosis: fluid in the lungs; no further information available.